Event description:
It was reported that during an implant procedure, the atrial lead exhibited high pacing impedance. The physician elected to not used the atrial lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.